Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive the da vinci product associated with the customer-reported event. The mtm was analyzed. In artemis, the 25520 error was found indicating error_rce_mtm_p5v confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp (psc fixture test platform) where sine cycle was found to be failing on the axis 1. Once testing was completed, the esmb (embedded serializer in master base) and main wire harness was tested and was verified be the source of the fault. The probable root cause may be attributed to a component-related failure associated with the esmb and main wire harness.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the clinical sales representative (csr) contacted technical support to report customer had experienced two recoverable faults and both faults presented a message to disable the universal surgical manipulator (usm). The csr informed the technical support engineer (tse) that the first fault was for usm 3 and the second one was for usm 4. The csr also informed the tse that the system presented error 25520. Onsite had not yet been setup and this was the first procedure to be performed with the system. The tse informed the csr that error 25520 was a master tool manipulator (mtm) error. The csr then advised that the surgeon was using the right mtm for both usms 3 and 4. The csr indicated the customer had another surgeon side console (ssc), and if the issue returned, they would move to the other ssc. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint yet to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was a single console procedure, the case was completed robotically with another surgeon side console with a delay of about 15 to 30 minutes using all 4 arms.